Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery the surgeon noted that a ball bearing was missing from the instrument. It could not be determined when it was lost.